Event description:
It was reported that the 9800 system was missing images. No patient injury was reported.

Manufacturer narrative:
A ge services representative performed an on site investigation. The hard drive was reformatted during the service call. The system was tested and found to be working as intended and put back into service.